Event description:
It was reported that guide wire tip fracture occurred. A 185cm str, pt guide wire was advanced to cross the lesion. However, the physician found that the tip of the guide wire was fractured. The device was removed with a snare and no debris was left inside the patient. No patient complications were reported. It was further reported that the target lesion was located in the moderately tortuous proximal left anterior descending artery with 70% stenosis.

Event description:
It was reported that guide wire tip fracture occured. A 185cm str, pt guide wire was advanced to cross the lesion. However, the physician found that the tip of the guide wire was fractured. The device was removed with a snare and no debris was left inside the patient. No patient complications were reported.